Event description:
It was reported that the balloon got stuck with the guidewire. A 300cm, 8cm v-18 control wire and 4x200mm, 150cm ranger drug-coated balloon were selected for femoral angioplasty. During the procedure, it was noted that the balloon got stuck when passing over the guidewire. Both devices were removed together, and the procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. It is possible to see that the guidewire was kinked at distal tip section. Based on analysis of the returned product, the reported allegation could be confirmed due the device condition.

Event description:
It was reported that the balloon got stuck with the guidewire. A 300cm, 8cm v-18 control wire and 4x200mm, 150cm ranger drug-coated balloon were selected for femoral angioplasty. During the procedure, it was noted that the balloon got stuck when passing over the guidewire. Both devices were removed together, and the procedure was completed using an alternate device. There were no patient complications.